Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. A philips field service engineer (fse) examined the system on-site and confirmed that machine is not switching on with no power supply. Upon checking the problem reported by the customer, fse found that machine is not switching on because the mccb uv relay issue due to which mccb got tripped down. To resolve the issue, fse ordered and replaced mmcb uv relay. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was not turning on. No harm was reported to philips. Philips has started an investigation of this complaint.